Event description:
It was reported that the patient received inappropriate therapy. Episode data revealed the patient was in at/af, but the implantable cardioverter defibrillator (ICD) detected as vt/vf and delivered therapy. Additionally, episode data showed the right ventricular (rv) lead with t-wave oversensing (twos). Reprogramming was performed. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).